Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient was having a magnetic resonance imaging (MRI) for the head and felt a twitching sensation on their left side and that they have had three incidents of the twitching sensation. It was also reported that patient did not remember if they turned off the therapy or not and that they forgot to bring their patient programmer to the appointment. Caller further stated that when they stopped the MRI, the twitching sensation stopped. No further complication was reported or noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.